Event description:
It was reported that the patient's implantable cardiac monitor (icm) fell out and there was swelling around the implant site. The patient had antibiotic treatment. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.